Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Although a formal cause could not be determined, it should be noted that the reporter thought that there was probably an error with the duration entry and the nurses were unaware it changed the rate they already had. It was missed when the settings were confirmed and the infusion started. This suggests that the cause of the event is possibly traced to the user. Additionally, the customer was informed that the are able to create limits within their drug library to prevent this from occurring in the future.

Event description:
The event involved a plum 360¿ infuser pump that was reported to infuse d10 (10% dextrose) at an incorrect rate on a neonate patient. The patient later presented bilateral hydronephrosis, hyperinsulinemia and hyperglycemia. As a result of the event, the baby required renal and head us (ultrasound), lab draws, frequent lab monitoring, and fluids for an increased number of days. The customer complained that when programming a general fluid infusion, and after a rate is set and a qualifier is changed, the duration can change or the volume increases via their calculator. The nurse said it was too easy to inadvertently program too much volume depending upon what qualifier was changed. We informed them of creating limits within their library to prevent this, but the facility still felt it was unsafe. There was 250 ml of d10 in the bag when the infusion began. No fluid was left in the bag when the issue was noted. The programmed rate was 241 ml/hr, vtbi (volume to be infused) was 2892 for a duration of 12 hours. The nurse had an order to run d10 at 12 ml/hr and programmed the pump for 12 ml/hr with a duration of 12 hours. The pump then auto programmed a vtbi of 144 ml. The nurse then decided to change the program duration to a different time, but did not want to change the rate. It was reported that the nurses programmed the pump correctly, however, they decided to change the duration of the infusion to last longer, since the baby was on continuous fluids. The reporter thought that there was probably an error with the duration entry and the nurses were unaware it changed the rate they already had. It was missed when the settings were confirmed and the infusion started. The baby received 238 mls of d10 in 58 minutes until the 250 ml d10 bag ran empty and there was a distal air alarm on the pump. The patient's status before the reported issue was stable, hypoglycemia, r/o (rule out) sepsis. After the event, the patient's status was stable hyperglycemia and hyperinsulinemia. The customer associates the patient's hyperglycemia as a direct result of the infusion, however they believed that the hydronephrosis was not a direct result of the infusion event. The patient¿s blood glucose or urine glycemic laboratory test results after infusion it were, >700, 425, 243 and after 4 hours it was down to 62. The customer checked for insulin test results; however, there were none that could be located in the patient's file. After the hyperglycemia, the patient returned to baseline. There was no other harm and no delay in therapy reported.

Manufacturer narrative:
The actual device was not returned for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. The device event logs were provided and analyzed. Event logs analysis: r&d engineering was provided the mednet event/alarm log (eal) report for the pump covering the period of the incident. Engineering reviewed the eal report for incident finding: ¿ 10/18: 23:52:56 = power on. 23:52:56 = battery missing at power on. Operate without battery accepted. O 23:53:22 = line a (cca ¿nicu¿): started maintenance IV (250 ml) for 2892 ml at 241 ml/hr over 12:00 hrs. ¿ 10/19: 00:51:17 = line a: stopped by n230 proximal air alarm after delivering 232.7 ml @ 241 ml/hr over 00:57:55 hrs (expected volume 232.63 ml). Error 0.07 ml over 232.63 ml = 0.03% (within delivery accuracy tolerance). Engineering replicated the reported infusion with the following probable programming steps: 1. Cursor to the rate field and enter ¿12¿ (ml/hr). 2. Cursor down past the vtbi field to the duration hours field and enter ¿12¿ (hrs). The pump, as specified in the plum system operating manual (som) correctly auto-calculates the volume to be infused (vtbi) = ¿144¿ (ml). 3. Cursor up and down (away from and back to the duration hours field). Note: this allows you to type a new value in the field without clearing it first. 4. Enter a new duration hours value of ¿241¿ (hrs). The pump, as before, re-auto-calculates the vtbi = ¿2892¿ (ml). 5. Press clear to clear the incorrect duration hours value and reenter correctly as ¿12¿. Clearing the duration, clears the rate. Now, re-entry of duration as ¿12¿ auto-calculates the rate = ¿241¿ (ml/hr). The resulting program is 2892 ml @ 241 ml/hr over 12:00 hrs. Engineering noted that the customer initially alleged the behavior of the pump in normally auto-calculating vtbi on duration entry, but other times (i.e. If duration is cleared which clears the rate) auto calculating missing rate, posed a risk. Engineering observes the probable programming steps appear to show some confusion in the desired or intended infusion values as well as in programming the device. Further, the final program had to be finally confirmed by a separate key press indicating the nurse apparently failed to check the program before confirming. Engineering evaluates the pump did deliver more than was intended by the order provided to the nurse (of d10 @ 12 ml/hr) and, so far, the complaint is confirmed. Engineering further evaluates the probable cause of the over-delivery was user error by the nurse in incorrectly programming the infusion coupled with failure by the nurse to confirm the desired programming prior to confirming the infusion. Engineering evaluates the pump performed and operated correctly per design. Conclusion: in conclusion, since the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing were performed to determine if the device had a role in the adverse event. Per the r&d team, they evaluated the event logs, and concluded that the pump performed and operated correctly per design.